Event description:
Procedure type: bariatric procedure. According to the rptr: when firing across the stomach the gia deployed the staples, but did not cut. They did not encounter any issues pushing the firing knob while firing the device. Another reload was used and again the staples fired, but the knife did not cut off and the tissue was sutured by hand. No tissue damage or pt injury. There was no add'l bleeding and the operating room time was not extending over 30 mins. Pt status fine and well.

Manufacturer narrative:
(B)(4). Date initial report sent: (B)(4) 2012.